Event description:
This report summarizes one malfunction. The information reviewed indicated that model md800j vena cava filter allegedly experienced malposition of device/tilt. This report was received from one source. The device was used in a 70 year old male patient; weight was not provided. There was no reported patient injury.

Manufacturer narrative:
H10: the device was not returned for evaluation. The lot history review was not performed, as the lot number was no provided. Medical records were provided and reviewed. Filter tilt was confirmed for the device. A root cause could not be determined. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned for evaluation. The lot history review was not performed, as the lot number was no provided. Medical records were provided and reviewed. Filter tilt was inconclusive for the device. A root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model md800j vena cava filter allegedly experienced malposition of device/tilt. This report was received from one source. The device was used in a (B)(6) year old male patient; weight was not provided. There was no reported patient injury.